Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting procedure, a stent damage occurred. A 2.50x20mm promus element¿ plus stent was selected to treat the lesion. During unpacking the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.